Event description:
A trilogy 202 ventilator was returned to a third party service center for preventative maintenance service. There was no reported patient involvement. During the evaluation of the device at a third party service center, two reportable error codes were found in the device's error log relating to an internal battery fault and the internal li-ion battery not showing a present status. The service technician states that the internal battery needs to be replaced to resolve the internal battery fault error and the power management printed circuit assembly (pca) board needs to be replaced to resolve the charger clip status indicating the battery not being present. Additionally, the service technician notes that the ac power connector is damaged and needs to be replaced. The pollen filter needs to be replaced due to preventative maintenance. The oxygen blending module gasket is also contaminated. The repair will not be completed because the customer has requested the device to be scrapped. No further investigation is required.